Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited impedances measurements greater than 2500ohms and loss of capture. The patient was noted as 'slightly lightheaded'. In addition, the pacemaker was noted as being part of an advisory population regarding the crystal timing component.